Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level was 106 mg/dl.